Event description:
It was alleged that a freeflow occurred during use on a patient. It was noted that d5 ringer's lactate was set at a rate of 45cc/hr, 1000cc volume bag and within two hours the bag had emptied. There was no patient consequence.